Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2011 a patient received perceval pvs21 sutureless valve implant as part of the (B)(6) trial, subj. ID: (B)(6). The manufacturer was notified that the patient had a serious adverse event via the sure-avr clinical registry. On (B)(6) 2011 the patient had valve related serious adverse event: non-structural dysfunction / paravalvular leak 3+. At the most recent follow-up, (B)(6) 2018 the patient had a mean gradient of 12 mmhg and a central leak of 3+. There was no paravalvular leak level recorded.

Manufacturer narrative:
The manufacturer received additional device information on january 09, 2019. The device expiration date has been added to section d5 and the device manufacture date has been added. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. On january 16 2019 the manufacturer received the following answers to questions sent to the site: 1. Is the patient symptomatic? Nyha iii. 2. Are there plans for reintervention? No plans. 3. Based on the all follow-ups performed after this event (2014, 2016, 2017, 2018) the pvl (2014 pvl 3+; 2016: pvl 1+, 2017: pvl na and 2018: pvl na), while there is an increase of the central leak over time (0 3+). Could you please confirm this information. Confirmed. Based on this information there are no additional events which were originally not reported to the competent authority. In addition the site indicated there are no plans for re-operation at this time. Based on this information the patient is presently being monitored and there are no indications of a serious adverse event involving the patient. Presently the cause of the reported non-structural dysfunction is unknown. The manufacture will reassess the investigation if any additional information is received and will continue to monitor the patient through the sure-avr trial.